Event description:
Completion of procedure: a mynxgrip closure device was inserted into right femoral artery (rfa) access. Deployed device. When device pulled back, collagen plug was seen in sheath. Deployment sheath is noted to be cracked. Mynxgrip vascular closure device 6f/7f, lot f1823401, exp:2020-08-31. Patient informed that manual pressure was being held to control bleeding post procedure. Manual pressure was applied, and patient was transferred to the recovery area with hemostasis obtained, no bleeding, hematoma, oozing at site.